Event description:
It was reported that impedance readings associated with the patient's implantable neurostimulator were greater than 4,000 ohms, on some of the bipolar pairs. Lead electrodes 0 and 3 were greater than 4,000 ohms and all of the other values were within range, when impedances were tested at the default settings. The patient had been programmed to 1- and 3+. The patient's therapy was "not working as well," and the stimulation had not been felt "for a while." There was no known related incident or accident reported, apart from the patient "almost" having a fall. The patient's device was reprogramed to a unipolar setting, and the stimulation was felt at a much lower voltage (1.7 volts) and in the correct location. It was later reported that, after the reprogramming of the device, the issue had resolved. There were no lead fractures. The patient was to evaluate the new stimulation settings and follow-up with the physician if any problems were encountered.

Manufacturer narrative:
Lead model 3093, lot # v697763, implanted: (B)(6) 2011, explanted: na; programmer model 3037, lot # njd126625n.